Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) was attempting to refill the pump and they could not get drug into the pump reservoir. They aspirated the contents of the pump and there was no discrepancy. The refill procedure was discussed, over pressure mechanism (opm) activation and how to release and discussed attempting with a new refill kit.  No patient symptoms or complications were reported.